Event description:
It was reported to philips healthcare that the heartstart mrx does not work. No further information regarding the symptom was available. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) and there was no trouble found. The device passed all performance assurance testing. The device was placed back into use. Philips was unable to verify that a malfunction occurred.